Event description:
The customer stated that decreased architect sodium results of 116, 118 and 120 mmol/l were generated. Upon repeating, the results were 135 and 140 mmol/l. No specific patient detail was provided. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
A field service representative (fsr) was sent to the account. The fsr replaced the syringes and valves of the architect c16000 ict module and waste. In addition a broken cuvette was replaced was determined to resolve the issue. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.